Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The complaint product was not returned to bsc for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon detachment occurred. The target lesion was located in an unknown anatomical location. During inflation of a sterling balloon catheter, the balloon "did not inflate all the way". As the device was pulled back, the balloon caught on the calcium and broke off inside the patient's anatomy. The detached balloon was removed outside the patient. No further patient complications were reported and the patient's status is ok.